Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04281. It was reported that during the replacement of ipg (manufacturer report number 1627487-2020-03489 ) both the leads showed high impedance, and therapy could not be delivered. As a result, physician explanted and replaced both leads. Effective therapy restored post- operatively.